Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, stored egm's revealed intermittent noise on the atrial bipolar intracardiac electrogram. The beginning of an insulation anomaly was suspected. The patient will be monitored.